Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. Fa could not replicate or verify the customer reported complaint. Continuity test passed. There was no problem detected on conductor wires. The probable root cause of the customer reported issue cannot be determined since the issue could not be confirmed and may be due to other factors unrelated to the product. Additional finding not reported by site: the instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during central processing, the conductor wire on a force bipolar instrument was found broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the black insulation of the conductor wire was found to be stripped prior to reprocessing. The internal wire was exposed. After the completion of the last procedure, the instrument was inspected, but no damage was found. There was no arcing of electrical energy during the last procedure.